Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the shoulder surgery, the tip of the needle broke off and remained in the patient´s shoulder. No further information was received. Update 19-mar-2026 - further information was received: it was reported that during the rotator cuff surgery, the tip of the needle broke off and remained in the patient´s shoulder. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.